Manufacturer narrative:
This report is filed on october 05, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device. The device was explanted (B)(6) 2016 (specific date not reported). It is unknown if the patient was re-implanted with a new device.